Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Additional information indicated that a small portion of the ra lead was left in atrial area. No additional adverse patient effects were reported. This ra lead was surgically abandoned.